Event description:
A facility reported that the mayfield composite series skull clamp (a3059) is not holding pressure and slipped from 60lbs to 40lbs. Information on patient involvement has been requested; however, no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit is unable to duplicate any slippage. The unit has a slight up and down movement in the lock, but this movement does not affect the unit once put under pressure. Unrelated to the complaint issue, by the completion of service, the following worn components will be replaced: disk ratchet, retaining ring, screw, nut, washer and wave spring. Root cause - the complaint is not confirmed. When the clamp is properly positioned and put under pressure, it does not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.